Event description:
It was reported that during an implant attempt of the left ventricular lead, the target branch was tortuous and had focal stenosis. The lead was advanced into the vein but was not stable and pulled back repeatedly. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.